Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws of the applier were found misaligned before use. Therefore, a new unit was used instead.

Event description:
It was reported that the jaws of the applier were found misaligned before use. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). The device history for the returned instrument was reviewed and found complete without any irregularities. The instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a 50-pc lot in (B)(6) 2021. It was found that this order was made from the correct materials and components and all approved processes were followed. Evaluation of the returned instrument shows that the jaw opens and closes smoothly when the handle to jaw mechanism is actuated. We are unable to validate this complaint. Further shows that this instrument is able to pick-up, retain, close, and release multiple clips both with and without the use of silastic test tubing as required of its function. After the evaluation this instrument was dis-assembled to evaluate its internal components and no damage was found to any of its internal or external components. We are unable to validate this complaint since we were unable to find any non-conforming features on the returned device. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.